Event description:
Received information that all insulin delivery stopped.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up report will be submitted.